Event description:
Litigation papers allege: pain and suffering,disability, physical impairment, emotional distress, loss of enjoyment of life, and medical bills and expenses for treatment, therapy, rehabilitation, and other direct and consequential economic losses.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: pain and suffering, disability, physical impairment, emotional distress, loss of enjoyment of life, and medical bills and expenses for treatment, therapy, rehabilitation, and other direct and consequential economic losses. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.